Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 357.372, lot# 7562025. Manufacturing location: (B)(4), release to warehouse date: dec 26, 2013. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed. The customer reported the alignment pin did not catch the groove, which allowed the inserter to continue to turn. The repair technician reported the pin on the alignment indicator was broken off. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on 17-may-2018 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported following: it was reported that on (B)(6) 2018, patient underwent a trochanteric fixation nail (tfn) procedure. During the procedure, the alignment pin on the inside of the helical blade inserter does not catch the groove on the blade guide sleeve. Thus allowing the inserter to continue to turn, and making it difficult to know when the blade is completely inserted. There was another instrument available to complete the procedure. There were no fragments generated, no delay to the surgical procedure, and no reported harm to the patient. Upon the service and repair evaluation at the manufacturer it was noted that the pin on the alignment indicator was broken off. Concomitant devices reported: blade guide sleeve (part # unknown, lot # unknown, qty. 1); helical blade (part # unknown, lot # unknown, qty. 1); helical blade coupling screw (part # unknown, lot # unknown, qty. 1); nail (part # unknown, lot # unknown, qty. 1); insertion handle (part # unknown, lot # unknown, qty. 1); aiming arm (part # unknown, lot # unknown, qty. 1); buttress compression nut (part # unknown, lot # unknown, qty. 1); connecting screw (part # unknown, lot # unknown, qty. 1) this report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).